Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) ¿ incomplete. The lot number is not currently available.

Event description:
It was reported that the metal-plate in front of the electrode detached during the surgery. The patient consequences are unknown.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the device was received and evaluated. Visual observations revealed a broken active tip thus, confirming this complaint. The broken off faceplate was not returned. Saline residue and other stains were visible in the suction tube, indicating device was in use when failure occurred. Additionally, the surrounding ceramic was also heavily stained, indicating the device could have been buried in tissue. The device was not functionally tested due to the damaged active tip, which could be a hazard to test equipment. The reported active metal tip falling out of the device was investigated via a CAPA investigation. The likely root cause for this CAPA was identified as a) the weld bridge on active suction tube is not providing sufficient weld material and retention, b) mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process, and c) misuse, (e.g. Extended activation or overloading of mechanical forces). However, the root cause for this incident cannot be precisely determined with the provided evidence. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Additional information received from affiliate on 10july2018: the metal plate is still in the patient. They saw this in the x-ray after the surgery. The patient consequences is unknown. Additional information received from affiliate on 03august2018: it was noted the device is available to be returned.